Event description:
Complainant alleged that she was performing a regular shift check on the device, when she received an unintended delivery of energy in her arm and extending up into her neck. There was no patient involvement in the alleged malfunction. There were no reported adverse effects on the nurse who received the unintended delivery of energy.